Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer observed air in the tubing and after removing air the alarm was cleared. However, contact reported the occlusion alarm reoccurred. Contact change the pump supplies multiple times. There was no reported impact to customer's blood glucose. Pump history was reviewed and no occlusion alarms were observed. Troubleshooting was performed; no pump issues were identified. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.